Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On an unknown date in 2000, the patient underwent an abdominal aorta replacement surgery with a y-shaped surgical graft. On (B)(6) 2011, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The devices were inserted from the right leg of the y-shaped graft. It was reported that the patient also had the aortic arch aneurysm, thoracoabdominal aortic aneurysm, and bilateral common iliac artery aneurysms, and they were not treated at this procedure. No issues were observed during the procedure. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imagings showed shrinkage of the descending thoracic aortic aneurysm to 56mm; however on april 3, 2014, three year follow-up imaging identified a type ii endoleak of unknown origin and the aneurysm enlargement to 61mm. The physician elected to monitor the patient. On september 4, 2014, four year follow-up imaging showed the aneurysm measuring 61mm. On an unknown date in march, 2015, another follow-up imaging showed that the aneurysm further enlarged to 72mm. It was unknown if the type ii endoleak persisted at this point; however the physician attributed the enlargement to a minor leakage coming from the distal portion of the tag devices, although a distal type I endoleak was unlikely. The patient was hospitalized. On (B)(6) 2015, the physician elected to simultaneously treat the enlargement of the descending thoracic aortic aneurysm and the pre-existing bilateral common iliac artery aneurysms. The originally implanted y-shaped surgical graft was explanted and replaced with another y-shaped graft, and the bilateral common iliac artery aneurysms were resected. Then a conformable gore® tag® thoracic endoprosthesis ((B)(4)) was inserted from the right leg of the new surgical graft, and deployed distal to the originally implanted tag devices with no reported issues. The final angiography showed no endoleak, and the patient tolerated the procedure.